Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device is fractured at the ball end and the ball end was not returned. The hardness is within spec. Device was sent for further testing where it was concluded that the device is suspected to have fractured due to torsional overload. Reamer fracture surface showed smeared outer edges which obscured the evidence of crack initiation. Sheared ductile overload dimples identified in the non-smeared areas throughout, except for the center of the fracture suggesting the crack propagation direction and torsional overload mode of fracture. Mixed mode of brittle and ductile overload fracture identified in the center of the fracture, which is suspected to be the crack exit region. Review of the device history records identified no deviations or anomalies during manufacturing. It is alleged that the fracture occurred due to accidental contact of the reamer and posterior retractor; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial reports were forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial reports were forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported the reamer driver fractured during surgery. The glenoid off-axis reamer driver fractured during preparation of the glenoid cavity during a total shoulder arthroplasty procedure. Surgeon stated that fracture occurred when reamer contacted the posterior retractor. Contact between reamer and retractor was accidental. Off-axis reamer driver was running at low speed power when contact occurred. Off-axis reamer driver fractured at ball hex neck area and was retrieved without issue. Surgeon was able to finish preparation of glenoid cavity with high speed burr. No delay in surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and there is no further information at this time.